Event description:
During initial testing at the manufacturing site, the device did not sound an audible alarm tone on the high and low volume settings.

Manufacturer narrative:
The device was received. Investigation is not complete. The no audible alarm tone event that the device is being reported for was noted during manufacturing testing; therefore, user facility events codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.